Event description:
It was reported that the pt underwent a surgical procedure to treat vaginal prolapse, cyctocele, enterocyle, rectocyle and stress urinary incontinence on (B)(6) 2001. A sling and mesh were implanted. The pt experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The pt has undergone multiple surgeries and revisionary procedures. No add'l info was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. There are three possible devices involved in the event as follows: tension free vaginal tape; mersilene polyester fiber mesh -quantity 2.